Event description:
It was reported that a patient presented remotely via merlin.net, the implantable cardiac monitor (icm) exhibited a diagnostic anomaly in which the atrial fibrillation detections seen for sinus arrhythmia. No programming changes or surgical interventions were reported. The patient had no consequences.